Event description:
Hill-rom became aware of an entrapment issue that occurred in 2000. The facility's risk manager notified hill-rom by a letter dated january, 2001. The letter indicated: that there was a pt on the rehabilitation unit that became confused and combative. The nurses on the unit heard pt yelling and went to their room immediately. They found pt with their head caught in the middle space of the side rail. As pt was thrashing about it took several people to hold them to prevent injury. It took a few minutes to extract their head from the side-rail. Pt did receive an abrasion to their nose in the process.